Event description:
Customer reported system is displaying a "shutting down" message while in use. No pt injury reported.

Manufacturer narrative:
A ge rep evaluated the system and reloaded software. System operates as intended. (B) (4)